Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 21.0 mmol/l last night; they delivered a large bolus and went to bed. However, the customer woke up to a blood glucose of 20.0 mmol/l. The customer removed the insulin pump and delivered a bolus of 1 unit; no insulin appeared to come out. The customer delivered two more boluses before insulin popped out of the tubing. The customer stated that the insulin pump did not alarm no delivery during the failed boluses. Troubleshooting was initiated. The customer treated their high blood glucose via manual insulin injection. The drive support cap appeared normal. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced at this time.